Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. This is the final report.

Event description:
The recipient reportedly experienced a mastoid boil infection. During evaluation the surgeon noted a cholesteatoma and electrode wire extrusion. The recipient underwent a radical mastoidectomy. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the straight portion of the array, and cut silicone overmold was observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed.